Event description:
A surgeon reports having a patient with possible endophthalmitis following intraocular lens (iol) implant surgery. Vitreous and aqueous cultures were negative. The patient was treated with medications. In follow-up, the surgeon states that the outcome of the event and prognosis is "unknown".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. There have been no other complaints reported in the lot number. Additional information was requested on 07/21/2008, 07/30/2008 and 08/01/2008 by phone fax, and mail. A completed questionnaire was received on 08/06/2008.